Event description:
It was reported that during a da vinci si hysterectomy procedure, the monopolar curved scissors (mcs) instrument with the mcs tip cover installed was out of view; however, when the instrument was back in view, the tip of the mcs instrument was observed dangling by the wire. Pieces of the orange part on the instrument broke off and fell into the patient. The surgeon cut the wires on the instrument and the broken instrument pieces were retrieved from the patient. Reportedly, the instrument's shaft detached from the blue housing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the monopolar curved scissors (mcs) instrument was returned with the tube extension broken at the distal tip, with materials broken off. The instrument's cables were broken at the distal end allowing the proximal clevis and the entire grip assembly to dislodge from the main tube. Engineering concluded that damage to the tube extension was likely due to mishandling. (The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.) The main tube of the instrument was returned detached from the housing and likely dislodged due to dislocation of the grip assembly. No other damage was found. The tip cover accessory used in conjunction with the mcs instrument also returned for evaluation. Refer to MFR report 2955842-2013-02849 on (B)(4) 2013 intuitive surgical, inc.(isi) contacted the surgeon who performed the surgical procedure. The surgeon indicated that after completing the colpotomy portion of the da vinci hysterectomy procedure, she observed that the wrist on the mcs instrument was at a 90 degree angle. When she attempted to straighten the wrist on the mcs instrument prior to removal, the wrist did not move. In an effort to troubleshoot the issue, she used another laparoscopic instrument to attempt to straighten the instrument's wrist; however, the issue persisted. The mcs tip cover installed on the mcs instrument was observed to have slipped towards the tip of the instrument and the tube extension was broken. The decision was made to cut the cables at the instrument's wrist to allow for removal of the instrument. Pieces of the orange labeling on the tube extension flaked off and fell into the patient's abdomen. The orange flakes were removed laparoscopically and the tip of the mcs instrument was removed vaginally. The patient's abdomen was copiously irrigated to ensure that no fragments from the instrument remained in the patient. Prior to closure of the patient, the surgeon reinspected the patient's abdomen. There were no remaining fragments from the instrument. The surgeon indicated that the patient had a 700 gram uterus and had fibroids. The mcs instrument was used extensively during the surgical procedure; however, no malfunction of the mcs instrument occurred while it was in use. In addition there were no issues noted prior to use of the instrument. The surgeon indicated that there was no harm to the patient and 3 weeks post op, the patient was found to be recovering well. This complaint is being reported due to the following conclusion: pieces from the tube extension on the mcs instrument broke off and fell into the patient.